Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system required witness when tried to login using biometric identifier. When using the biometric identifier, the system displayed an unable to verify fingerprint message and required a witness. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system required witness when tried to login using biometric identifier. A field service engineer (fse) reimaged the device, reinstalled the driver and installed the biometric identifier to resolve the issue. The system functioned as intended after the field service engineer repaired the device.